Event description:
It was reported that a malfunction occurred on a pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer received guidance from technical support on how to reset the pump and successfully completed the procedure, allowing them to continue using the pump without the malfunction code recurring. The customer was advised to call back if the issue reoccurs, which they acknowledged and understood.